Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot boot up intermittently and found problem with the overvoltage protection circuit on the mim (mains interface module). The fse replaced the mim board. After replacement of the mim board, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system would not boot up intermittently. The issue was found outside of clinical use. No harm has been reported to philips.philips has started an investigation of this complaint.